Manufacturer narrative:
The reported event of high defibrillation impedance was not confirmed by analysis. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found that the insulation was abraded at 18.3 cm to 18.4 cm from the distal tip. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart. Additional: d10, h3, and h6.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It http://emdr.FDA.gov/emdr/forminbox/was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right ventricular - rv lead exhibited elevated defibrillation impedance. The rv lead was explanted and replaced. The patient was in stable condition before, during, and after the procedure.